Manufacturer narrative:
H6: code 100(other): the instrument was received with a partially formed and a twisted staple jammed in the cartridge nose. Which were removed, and the instrument then fired and properly formed the remaining 20 staples without incident. No conclusion could be reached as to how the partially formed and twisted staples had become jammed in the cartridge nose. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The feeding of multiple staples into the nose may occur if the firing cycle stroke is not completed and the instrument is refired. We strive to understand each incident as it occurs in order to continuously improve our products.

Event description:
The device was used during an unk procedure. The device jammed. There was no consequence to the pt.